Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence and loading cold insulin. Tandem technical support educated the customer that this is off label. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.